Event description:
It was reported that the customer's insulin pump was not delivering insulin properly. She experienced high blood glucose levels. Her blood glucose level was 543 mg/dl. Tiny air bubbles were found in the reservoir. The customer also noticed a bent infusion set cannula. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.